Manufacturer narrative:
Date of event: estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2014, a 4.0x15mm xience xpedition stent was implanted in proximal right coronary artery (rca). In (B)(6) 2019, approximately 5 years post stent implantation, the patient was hospitalized for chest pain and was noted to have hypertrophic cardiomyopathy. The patient was treated with medication. No additional information was provided.